Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on objective lens a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction fuzzy image was due to dirt on objective lens. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a fuzzy image. The issue occurred during inspection for use. There were no reports of patient involvement.